Event description:
Screw thread tip sheared off when being used with the trial shell. There was a 15/20 minute delay in surgery, while a alternative instrument was located. The tip that sheared off was removed from the pt and the surgery contributed without further consequence for the pt.